Event description:
A vessel sealer was used during a robotic sigmoidectomy and it was noted that one of the wires from the inside of the instrument became exposed. The vessel sealer was taken off the field, and a new one was opened. The team is informed to take an x-ray prior to complete closure of incisions to verify there are no broken pieces inside the patient. Charge nurse, davinci rep, and apsm made aware. Broken product: vessel sealer extend, ref 480422, lot k17240109.